Event description:
It was confirmed that while inserting the anchor into the patient's hip, the doctor pounded the anchor in. Upon removing the device it was visualized on the c-arm that a piece of metal was in the bone. The device was then inspected by the sales rep and one of the forks was confirmed to be absent from the device. The doctor had no intention of removing the metal piece. The device was discarded post-op so no items will be returning for evaluation.

Manufacturer narrative:
Device was discarded; no evaluation possible. (B)(4).